Event description:
It was reported that a vns pt was sent in for x-rays as the treating physician suspected a possible lead fracture. X-rays were received and reviewed by the MFR. Review of chest and neck x-rays revealed lead pin is fully inserted. As lead pin is fully inserted and high lead impedance is occurring with both systems and normal mode tests, a lead fracture is suspected. Moreover, info from the treating physician indicated there was no pt manipulation or trauma to the pt's device and vns was programmed off as a result of high lead impedance. At the moment revision surgery is likely but has not been scheduled.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.